Manufacturer narrative:
The device was not returned to ventec for an evaluation. The cause for the reported issue could not be determined.

Event description:
It was reported to ventec that when the vocsn is in use, the patients on the same wing are affected by the pulsing that happens when vocsn is in use and the patients oxygen saturation levels drop when in use but improve when the vocsn is taken out of use. There was patient involvement associated with the reported event; however, no further details about the patient or the event were provided. Additionally, the initial reporter did not provide the device's serial number. As a result, model number, catalog number, serial number and UDI number are unknown. Device manufacturing date shall be left blank.